Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient was asymptomatic. It was noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician. No elective replacement indicator or end of life was indicated. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was discharged.